Manufacturer narrative:
Device evaluation summary: one pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Review of device history log found following event: on (B)(6) 2018 12:13:37 pm system fault 41,541 occurred 2 0 0 3. The customer reported problem could not be duplicated. The "error code 41541" issue was caused by faulty latch lock optic flex sensor. Based on the history log evidence, the complaint was confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 41541". No adverse effects were reported.